Event description:
It was reported that a remote transmission indicated p wave measurements less than the programmed sensitivity. The low p waves appeared to be a chronic issue as they were also low at the last office check. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).